Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a venotomy closure of the left common femoral vein with a proglide device using an 11f sheath after an electrophysiology a-fib ablation procedure. Reportedly, a cuff miss occurred [suture retrieval issue]. Hemostasis was achieved with a figure-8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.